Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that they experienced leaking with texium syringes during adriamycin IV push administration. There was some residual adriamycin on the port "and in the adapter after the syringe was disconnected." It was recently discovered that the texium syringe was being connected to and disconnected from a non-carefusion needless connector instead of a smartsite y-site. There was no harm or injury reported.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.